Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualisation of particles also alleged soreness or nasal or throat irritation. The patient alleged stuffy nose and difficulty of breathing. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging headache. The medical intervention was not specified. Section g3, h2, h6 are updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Patient alleging soreness or nasal or throat irritation, stuffy nose, difficulty of breathing and headache. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In previous report, in section b5 the manufacturer incorrectly alleged visualization of particles, which should not be mentioned over there. The correct statement for section b5 should be as below- "the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged soreness or nasal or thorat irritatiion, stuffy nose and difficulty of breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." In previous report, in section h6 health effect - clinical code of stuffy nose was not mention which has been updated / corrected in this report. In previous report, in h10 section the manufacturer incorrectly selected manufacturer narrative, which has been updated in this report. Now, section h10 has been corrected / updated

Manufacturer narrative:
Additional information was received on nov 07, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging soreness or nasal or throat irritation, stuffy nose, difficulty of breathing and headache that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown whitish contaminate on the top enclosure. Small scratches were observed on the left side panel. A small amount of dust-like contamination was observed on the right side panel, in the air inlet, underneath the control knob, on the pca, on the blower cap, iso port, blower motor, on the bottom of the blower housing, on the sound abatement foam and bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 6 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3 and h6 has been updated in this report.